Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Upon sensor pod removal, the sensor wire remained in the skin. The event occurred the day of sensor insertion into the patient's abdomen and the area was painful. The next day the parent took the patient to the hospital for assessment where the skin was cleaned with antiseptic and a diagnostic x-ay confirmed the sensor wire was in the skin in a ¿c¿ shape. The healthcare personnel (hcp) attempted sensor wire removal by placing a magnet over the area but was unsuccessful. There was no documentation of other attempt to remove the wire. At the time of the report, the patient was still experiencing pain at the insertion site area. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).